Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model dl900f vena cava filter allegedly experienced at some time post filter deployment, it was alleged that the filter tilted with the filter becoming embedded in the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter.this report was received from one source. This event involved one female patient, (B)(6) and weight was not provided. This patient had no reported patient injury.